Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the left common femoral artery (lcfa) was attempted with a proglide device using the pre-close technique via a 6f sheath prior to an abdominal aortic aneurysm (aaa) interventional procedure. The device was successfully flushed during prep. Reportedly, there was no obvious blood flow from the marker lumen. The sutures of two new proglide devices were successfully pre-placed in the lcfa. One proglide device was used for successful suture placement in the right common femoral artery (rcfa) using the pre-close technique. The sheath was upsized to greater than 8.5f and the (aaa) procedure was completed. Hemostasis was achieved in the rcfa and lcfa with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported ¿no obvious blood flow from the marker lumen¿ was confirmed. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.